Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 402 analytical unit. The customer questions the difference in the results from the heparin tube and the "dry" tube. Of the data provided, discrepant results for cobas creatinine plus ver.2 assay (crep2) were also generated for this patient sample. This medwatch will cover hcg stat. Refer to medwatch with a1 patient identifier (B)(6) for information on the crep2 results. All results are from the same sample. The hcg stat results from the heparin tube were 734.00 iu/l, 833.00 iu/l, and 264.00 iu/l. The hcg stat results from the "dry" tube were < 1.00 iu/l with a data flag. These results are believed to be correct as the patient is not pregnant. The crep2 result from the heparin tube was 454 umol/l. The crep2 result from the "dry" tube was 65.3 umol/l. The heparin tube was recentrifuged and run in a hitachi cup with an hcg stat result of 273 iu/l and a crep2 result of 449 umol/l. The results from the heparin tube are in question. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Hcg stat calibration was last performed on (B)(6) 2024 with acceptable results. Hcg stat qc was acceptable. During a review of the alarm trace data, 4 sample-related alarms were observed. These alarms are indicators of possible sample quality issues. Based on the information available, the investigation determined the event was consistent with a sample quality issue for the heparin plasma sample. The investigation did not identify a product problem.